Event description:
It was reported that using a radial artery access approach during a procedure of the distal right coronary artery (rca) the 2.5 x 15 mm nc trek balloon dilatation catheter (bdc) was used, however, at the end of the procedure the device was removed and the shaft was found to have separated into two pieces. There was no resistance noted during advancing or removal during the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed on the returned device. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on all the information reviewed, there is no indication of a product deficiency.